Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that there was noise on the right ventricular (rv) channel that was oversensed and led to multiple inappropriate anti-tachycardia pacing (atp) being delivered. It was noted that there was no pacing inhibition and the patient was not pacemaker dependent. Boston scientific technical services (ts) was consulted and suggested reprogramming the sensitivity. The patient was referred to an electrophysiologist. Approximately three weeks later the rv lead was surgically abandoned and the implantable cardioverter defibrillator (ICD) was explanted due to the oversensing of noise. The cause was not determined. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted scratches and dents on front of can, along with contamination in right ventricular (rv) lead barrels and around the seal plug. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--